Event description:
It is reported that a hip plate guiding block and positioning device for the guiding block connected with lots of resistance and a screwdriver that malfunctioned during surgery. The surgeon was performing a hip osteotomy derotation surgery and while positioning the k-wires for the plate angle, the ball bearings of the positioning device for the guiding block would not fit the groove of the handle of the hip plate guiding block. It was reported that the first time the surgeon attempted to connect the two pieces there was no problem but the second time the devices would not come apart. The screwdriver was found to have a malfunction as the surgeon was tightening the screws of the plate. The handle of the screwdriver would not connect and would spin around the shaft, making it unusable. There was no patient issue. The surgery was completed successfully with 15 minutes delay in surgery. It is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for the treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and complaint related issues were found. The investigation could not completed and no conclusion could be drawn as no device was returned. Placeholder.